Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter would not power on. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance (ms). The patient reported that the meter issue occurred ¿one month¿ prior to contacting lifescan. The patient manages her diabetes with lantus insulin and metformin pills and continued to follow her usual diabetes management routine in response to the alleged issue. The patient claimed that at an unknown time after the meter issue occurred, she developed a symptom of ¿fatigue¿, which she associated with ¿high blood sugar¿, however denied receiving any treatment. During troubleshooting the cca noted that there was no apparent misuse of the meter and the meter would not power on when prompted by pressing the power button or inserting a test strip. The meter powered on and displayed the charging screen when a ¿rapid charge¿ was performed. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported because the alleged meter issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.